Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint of ¿exposed wires on the tip cable.¿ the instrument was found to have a broken grip cable at the distal idler pulley. Additionally, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have degradation on the entire length of the main tube surface. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had exposed wires on the tip cable. The procedure was completed with no reported injury.